Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the second degree burn. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guide:model: ust400,14421-aw rev h / 2016,using the pod 5 / page 44,living with diabetes 9 / page 107.warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that after wearing the pod he noticed his site was irritated and that it was a little bigger than the size of the adhesive pad. He went to see his family doctor and was prescribed triamcinolone acetonide cream. The pod worn longer than 48 hours.